Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Event description:
It was reported by the healthcare professional in china that during a finger surgery on 7/12/2024, it was observed that the anchor device was missing when the package was opened. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was returned to, depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection of the device received. Visual inspection reveled that the outer packaging and foil pouch were not returned. The entire implant system was missing, only the trocar in the device tray was returned, it does not show structural anomalies. The manufacturer performed an investigation with the photos provided by the customer with the following results; a training verification was performed and all of them have been passed. The potential impact of a missing component has been assessed in (B)(4) revision f. As per (B)(4), occurrence was evaluated at 2 on a 1-10 scale resulting in an acceptable overall risk. Analysis showed that production guarantees in-process detection of the alleged issue. Final bounding is limited to this complaint only. Based on the outcome of the failure investigation, it is confirmed that the manufacturing process was performed in accordance with the validated state. Root cause is not manufacturing related. The overall complaint was confirmed as the observed conditions of the micrifxqa+ w/#4oc p3 would contribute to the complained devices issue. Based on the investigation findings and as per manufacturer conclusion, a root cause for the reported issue cannot be discerned. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: this lot was impacted by an nr which has no link with the alleged issue.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly. The investigation has been updated to reflect the correct information: investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the photo, it was observed that the packaging as well as the foil pouch are completely opened, also it was noted that the entire implant system is missing in the tray, only the trocar can be observed. No further information was provided. The manufacturer performed an investigation with the photos provided by the customer with the following results: a training verification was performed and all of them have been passed. The potential impact of a missing component has been assessed in gds-pfmea-100199 revision f. As per wi-6474, occurrence was evaluated at 2 on a 1-10 scale resulting in an acceptable overall risk. Analysis showed that production guarantees in-process detection of the alleged issue. Final bounding is limited to this complaint only. Based on the outcome of the failure investigation, it is confirmed that the manufacturing process was performed in accordance with the validated state. Root cause is not manufacturing related. The overall complaint was confirmed as the observed conditions of the micrifxqa+ w/#4oc p3 would contribute to the complained devices issue. Based on the investigation findings and as per manufacturer conclusion, a root cause for the reported issue cannot be discerned. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.